Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted: 1999-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds. There was intermittent capture in unipolar. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.